Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 20.2 mmol/l with dry mouth, and feelings of being tired and drowsy with symptoms of dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly provided self-treatment by bolusing with the insulin pump to lower the blood glucose level to normal range. The reporter alleged the pump experienced loss of prime associated with intermittent power loss. The reporter stated the patient did not realize the pump had powered off. During troubleshooting, the reporter confirmed that the yellow o-ring on the battery cap was visible while the cap was on the pump indicating the cap was not secured properly to the pump. The reporter confirmed that there was damage to the battery cap; the metal contacts on the battery cap were reportedly damaged. The reporter further confirmed that the battery compartment was cracked during troubleshooting with animas customer support. The reporter confirmed that the battery cap for this pump had never been replaced. During troubleshooting, the reporter divulged that the patient may also be pregnant. The reporter stated that the basal rate setting in the pump had been adjusted. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy that may have been associated with loss of prime due to power loss resulting from pump damage. Diabetes management cannot be ruled as a contributing factor in this event as the patient is stated to possibly be pregnant and had adjustments to the pump¿s basal rates.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed (B)(6)-2018. On investigation, the black box data for the date of the alleged event was unavailable. The available black box date revealed a replace cartridge alarm on (B)(6)2018 at 21:26 followed by a loss of prime alarm at 23:24. The pump then re-started, and delivery resumed. Examination of the returned battery cap revealed that the threads on the cap were stripped, but there was no damage to the contacts on the battery cap as alleged. The battery compartment was confirmed to be cracked as per the reporter¿s allegation. The battery cap was not able to secure properly to the pump to maintain electrical connection due to the stripped threads on the battery cap. With the damaged battery cap in place on the pump, intermittent power failure was duplicated. A test battery cap was placed on the pump and was able to secure properly and maintain steady electrical connection. With the test battery cap on the pump, the pump was able to be exercised for 12 hours without any interruption in power. The total daily doses added up correctly to reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing. The pump was found to be delivering accurately and within range. There was no damage, defect or contamination of the pump¿s interior components.